Event description:
Customer called reporting a no delivery alarm on his insulin pump. He has gone through four infusion sets and the alarm persists. Customer's blood glucose level is 199 mg/dl. The alarm was cleared. The connection was verified. Insulin exited the tubing when manually pushed. The device alarmed no delivery when customer ran a manual prime to five units. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.